Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump has cracks in the reservoir compartment and the reservoir is being pushed out sometimes because the reservoir cannot be locked. Customer also reported that when trying to lock the reservoir in place, it feels like the insulin pump over delivers insulin. Customer does not recall how the damage occurred but it has been dropped in the past. Blood glucose value was 350 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.